Manufacturer narrative:
There was no donor involved in the incident. On november 13, 2020, the distribution board was received by haemonetics for evaluation, based on visual inspection the rt1 component was burnt. The exact cause of the burn could not be determined.

Event description:
On november 3, 2020, haemonetics was notified of a burnt centrifuge distribution board on a pcs®2 plasma collection system.